Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited farfield oversensing that caused inappropriate atrial tachy response (atr). Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.